Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and primary analysis results revealed normal battery depletion.

Event description:
It was reported that the device had no pacing output or telemetry and was presumed to be a end of life (eol). No patient complications were reported as a result of this event.